Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to obtain a record of asystole for an already deceased 77-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction, the patient was already deceased and they were using the device to pronounce the patient.